Event description:
It was reported that during the implant procedure of a pacemaker system, this lead was attempted to be implanted in the left bundle branch, however, high capture thresholds and helix issues were observed. The physician opted to replace this lead a new one was successfully implanted. No adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. It was noted a deformed, stretched-out helix. Dried body fluid was noted in the helix housing. A helix mechanism test failed due to the helix being deformed. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that during the implant procedure of a pacemaker system, this lead was attempted to be implanted in the left bundle branch, however, high capture thresholds and helix issues were observed. The physician opted to replace this lead a new one was successfully implanted. No adverse patient effects were reported. It is expected to receive this product for analysis.